Event description:
I had refractive surgery with the prk technique, at (B)(6) with dr. (B)(6), I have developed a dry eye and a lot of eye pain, I get wounds due to dryness, I feel pricks in my eyes, they burn and sting, they hurt a lot, I feel pressure and as if I had crystals inside my eyes that cut me this is torture. The pain is present 24 hours a day and does not go away with anything. I can't do anything, I can't go back to work, I can't continue my studies, I can't go anywhere with heating , can't give me the wind in my eyes because they dry out so much that I get wounds, I think about taking my own life every day, I was a healthy and normal (B)(6) year-old girl and now my life has been destroyed. No one informed me of this and now they tell me that this disease is permanent and there is no treatment for it. FDA safety report ID# (B)(4).